Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an appropriate shock for ventricular fibrillation (vf). Technical services (ts) was contacted for a review of the subcutaneous electrocardiograms (secgs), and ts noted functional undersensing during a previous episode. The s-ICD system remains in service. No adverse patient effects were reported.